Event description:
It was reported that the rx voyager was advanced for predilatation in the moderately calcified and moderately tortuous target lesion in the distal right coronary artery (rca). The rx voyager ruptured with the first inflation at 12 atmospheres for 10 to 15 seconds on coronary angiography. There was no resistance noted during withdrawal of the complete device from the lesion. There were no adverse patient effects reported. After removal of the device from the anatomy, the device was filled with water and a pinhole rupture was noted on the balloon. A non-abbott balloon was used for predilatation and a 2.5x23 vision was implanted to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ll; guide cath: profit jr3.5. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.